Manufacturer narrative:
H4: the lot was manufactured from march 12, 2019 - march 14, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a ruptured bladder was identified. The reported condition was verified. The cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume folfusor ruptured. The bladder ruptured occurred during filling phase prior to patient use. There was no patient involvement. No additional information is available.